Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one unused iag 20ga unit in a sealed package on from catalog number: 381433, lot number: 8219546. Visual/microscopic evaluation: no mechanical/physical damage was observed outside threads, or the inside rim of the luer adapter. Fluid leak test: using a lab supplied extension set connected to the luer adapter the male luer of a lab supplied bd 10ml syringe filled with red fluid was connected to the female luer of the extension set the connection was successful; observed there was no leakage in any area of the unit. The defect separation inserter from tubing was not identified, confirmed or replicated with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter is leaking at the hub. Per customer, the incident has occurred 6-8 times on different patients. The dates and exact occurrences are unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter is leaking at the hub. Per customer, the incident has occurred 6-8 times on different patients. The dates and exact occurrences are unknown. No serious injury or medical intervention was reported.